Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope image appeared pink during inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was possible that the event occurred due to an abnormality in the image sensor unit. As for the cause of the abnormality, since a chip was found on the bending section cover, on the glue part of the bending insertion section. It could've been possible that an irregular load was applied to the bending section, but this was unable to be identified. The root cause could not be specified. The event can be prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual for ltf-s190-10 "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.